Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips to report an issue with the calculations on the system. There was no patient harm.